Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the optic lens was scratched during loading and was observer inside the eye. The lens was explanted in same procedure. The surgeon used a new lens and cataract procedure was completed without any patient adverse event. The company injector has been isolated as faulty injector. Additional information received stating the condemned injector they have replaced with another same model company injector. The lens was normally loaded into company cartridge. The surgeon mention she felt a resistance on the clockwise turning the knob.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned in the lens case. A small amount of viscoelastic was observed on the lens. The lens was cut into three pieces. The lens was cleaned with klrp for further evaluation. A large stutter type scratch was observed across the center of the posterior optic surface (on two portions). A narrow stutter type scratch was observed across the anterior surface of one portion of the optic. Circular cracks were observed on the posterior and anterior surface of one optic portion. Smaller scratches are observed near the cut areas. The observed damage may have occurred during the lens removal. Unable to correlate the observed damage to the video. The reported damage may be obscured by one of the cuts made to remove the lens. One cut extends from the gusset area into the center. Only the central posterior stutter-type scratch was in the lens fold/travel path. A video was provided. The cartridge preparation was not shown. Ophthalmic viscosurgical devices (ovd) was visible at the cartridge loading area. Unable to determine if the was sufficient ovd past the loading area. The lens loading was shown, but the view was mostly off screen on the left of the picture. The forceps used were not loading forceps. The initial lens advancement was not shown. The cartridge comes back into view inserted into a handpiece. The plunger and lens are advanced past the nozzle entry area. The lens appears to be folded correctly. The cartridge was twisted side to side to get the tip into the incision. It appeared the plunger was being dialed, but no movement of the plunger or lens occurred. The cartridge was removed from the eye and from view. The cartridge tip was reinserted into the incision. The cartridge was again twisted side to side to get the tip inserted. The lens was advanced into the eye. It appeared the plunger advanced over the optic edge. Very difficult to see the lens. The trailing optic area was pointed out on the video. A possible mark or fold line was observed. Unable to determine due to the darkness/clarity of the video. The explant was not shown. A second delivery was shown, which appeared to be the same eye. Loading was off screen to the left. The cartridge comes back into view inserted into a handpiece. The plunger and lens are advanced past the nozzle entry area. The lens appears to be folded correctly. The cartridge was twisted side to side to get the tip into the incision. Again, it appeared the plunger was being dialed but no movement occurred. The cartridge was removed from the eye and from view. The cartridge tip was reinserted into the incision. The cartridge was again twisted side to side to get the tip inserted. As the lens was advanced, the plunger appeared to override the trailing optic edge. This area was pointed out by a cursor arrow in the video. The lens was delivered. An area at the trailing optic edge was pointed out. Very difficult to see the lens. A possible mark or fold line was observed. Unable to determine due to the darkness/clarity of the video. An explant was not shown. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported lens damage could not be determined. The provided video did not show the cartridge preparation. It is unknown if adequate viscoelastic was placed into the cartridge. Both implants on the video showed the cartridge being twisted to get the tip to insert into the incision. Both implants show an issue with plunger advancement with the cartridge being removed from eye and from view. After the cartridge was reinserted into the incision and the lens advanced the plunger appeared to advance over the optic edge. An area at the trailing optic edge was pointed out. Very difficult to see the lens. A possible mark or fold line was observed. Unable to determine due to the darkness/clarity of the video. The returned lens was cut into three pieces. A large stutter type scratch was observed across the center of the posterior optic surface (on two portions). A narrow stutter type scratch was observed across the anterior surface of one portion of the optic. Circular cracks were observed on the posterior and anterior surface of one optic portion. Smaller scratches are observed near the cut areas. The observed damage may have occurred during the lens removal. Unable to correlate the observed damage to the video. The reported damage may be obscured by one of the cuts made to remove the lens. One cut extends from the gusset area into the center. The instruction for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).